Event description:
Complainant alleged that during a routine shift check by a clinician the device had not display on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Na